Event description:
On 2022-mar-31, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller reported that starting about 6 months ago most of their pain before was on their right side and in the last six months or so the left side doesn't seem to be responding (to stimulation) and they are getting quite a bit of pain in the low back left side. Caller stated before if they turned stimulation up they could feel it going down their legs but now its all bunched up. Caller stated they called the doctor and left a message and they plan to go in next thursday. The patient was redirected to their healthcare provider to further address the issue.  On 2022-05-16, additional information was received from the patient clarifying the report of it¿s all bunched up, stating that when they got the implant they could feel stimulation down both legs, now it was all bunched up near the implant. The patient indicated that they hadn¿t met with their physician yet about the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.